Manufacturer narrative:
Single use and reuse. No conclusions can be drawn.

Event description:
Information received from our affiliate. Our sales representative reported a pt's mother had contacted her ecp to exchange lenses. The pt's mother said the pt developed an acanthamoeba infection and she wanted to exchange her child's acuvue 2 lenses for acuvue 2 lenses of a different power. Our affiliate contacted the pt's mother to get additional information about the event and to contact her treating eye care professional. The pt's mother would not provide any additional information about the event, although she did say that her child was getting better. Any additional information will be reported within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.